Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually inspected, and functionally tested; no visual damages were found upon inspection. The pump passed all tests performed. The ams700 ipp cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had folds that indicate possible buckling of the cylinders in the cylinder body. The kink resistant tubing (krt) of cylinders were worn down to filament. Both cylinders had leaks in proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explanted; holes in the outer tube were present. Both cylinders were not pressure test due leak was identified. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to deflation issues. The patient fell and the device would not deflate immediately after that. No patient complications were reported.